Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was returned for power error alarms. The alarms were confirmed in the alarm history. The root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Event description:
Customer reported via phone, the insulin pump has been draining the battery it only last six hours and then it alarms power error. Customer's blood glucose was 7.5 mmol/l. Customer's doctor advised the customer to get technical support. Power error alarm was every four to six hours in the device alarm history file. Customer was advised the device need to be replaced. Customer agreed to return the device for further analysis.